Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been unable to communicate with the ins for the three days prior to (B)(6) 2016. Recharger statistics were pulled which showed that the patient's last recharge session was on (B)(6) 2015, but the patient reported that that was not correct and that they had been using stimulation. The rep was to perform a physician mode recharge on (B)(6) 2016 or setup one for another time. Additional information received from the rep reported they had tried one physician mode recharge (pmr) but the device did not get out of overdischarge. They wanted to know if they could send the patient home to do the pmr. It was reviewed with the rep that it would take multiple session to get the patient out of overdischarge. It was also mentioned that once out of overdischarge, they will need to charge (B)(6) and then clear the power on reset (por) and then have the patient to recharge often to recondition the ins. The rep was also going to check the patient's recharger after the ins was out of overdischarge to make sure it was working. Additional information received from the rep reported that the patient was complaining of having to charge the ins every day or two since the ins was pulled out of overdischarge.

Event description:
Additional information received from the rep reported that the patient was informed that charging every other day was not necessarily a problem depending on the parameters of her device. They were scheduled to meet at the doctors office next week and see if there was any change that could be made to her programming and insure that she was charging properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.